Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, calibration error/ calibration not accepted. The customer reported a blood glucose value of 476 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-332a, mmt-1884, mmt-242a, mmt-7040a. Troubleshooting was partially performed. The customer reported high bgs. The customer was requesting assistance with entering auto basal with 780g. Calibration was not accepted which prevented the pump from entering the auto basal. The customer reports receiving a "calibration not accepted" alert. The customer entered a new bg to calibrate but calibration was not accepted. It was unknown if the customer using a pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040a.